Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 01-sep-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fatal procedural complication ('died after struggling with hysterectomy complications') and pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced procedural complication (seriousness criterion death), pelvic pain (seriousness criteria medically significant and intervention required), headache ("daily headaches"), migraine ("migraines"), back pain ("lower back pain"), pain in extremity ("leg pain"), hypoaesthesia ("leg numbness / only my left side, hip, leg toes get numbness"), fatigue ("always tired"), asthenia ("never has any energy"), depression ("depression"), arthralgia ("hip pain") and paraesthesia ("tingling since day 1"). The patient was treated with surgery (hysterectomy). By the time of death, the pelvic pain, depression, arthralgia and paraesthesia outcome was unknown and the headache, migraine, back pain, pain in extremity, hypoaesthesia, fatigue and asthenia had not resolved. The reported cause of death was procedural complication. The reporter considered arthralgia, asthenia, back pain, depression, fatigue, headache, hypoaesthesia, migraine, pain in extremity, paraesthesia, pelvic pain and procedural complication to be related to essure. Concerning the injuries reported in this case the following ones were described in patient's social media: tingling and numbness, procedural complication (fatal). Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Final risk classification: risk category v. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received event "patient died after struggling with hysterectomy complications" was added. Reporter information was added. This report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and after unspecified time, underwent a hysterectomy due to pelvic pain. It was reported via social media that after unspecified time, she died due to complications from the hysterectomy. Fatal procedural complication is unanticipated, while pelvic pain is anticipated in the reference safety information for essure. In this case, there is no information about the patient´s historical and concomitant medical conditions or drugs, risk factors for surgical complications, timing of exposure to the device, exact complication experienced or time lapse between the surgery and the death. Considering the critical missing information, causality between procedural complication and essure could not be assessed. Pelvic pain is a common event during essure use, therefore assessed as related to essure. This case was assessed as serious incident since hysterectomy was performed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1032) on 01-sep-2015. The most recent information was received on 25-apr-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fatal procedural complication ('died after struggling with hysterectomy complications') and pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced procedural complication (seriousness criterion death), pelvic pain (seriousness criteria medically significant and intervention required), headache ("daily headaches"), migraine ("migraines"), back pain ("lower back pain"), pain in extremity ("leg pain"), hypoaesthesia ("leg numbness / only my left side, hip, leg toes get numbness"), fatigue ("always tired"), asthenia ("never has any energy"), depression ("depression"), arthralgia ("hip pain") and paraesthesia ("tingling since day 1"). The patient was treated with surgery (hysterectomy). By the time of death, the pelvic pain, depression, arthralgia and paraesthesia outcome was unknown and the headache, migraine, back pain, pain in extremity, hypoaesthesia, fatigue and asthenia had not resolved. The reported cause of death was procedural complication. The reporter considered arthralgia, asthenia, back pain, depression, fatigue, headache, hypoaesthesia, migraine, pain in extremity, paraesthesia, pelvic pain and procedural complication to be related to essure. Concerning the injuries reported in this case the following ones were described in patient's social media: tingling and numbness, procedural complication (fatal) quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 25-apr-2020: quality safety evaluation of ptc. This report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and after unspecified time, underwent a hysterectomy due to pelvic pain. It was reported via social media that after unspecified time, she died due to complications from the hysterectomy. Fatal procedural complication is unanticipated, while pelvic pain is anticipated in the reference safety information for essure. In this case, there is no information about the patient´s historical and concomitant medical conditions or drugs, risk factors for surgical complications, timing of exposure to the device, exact complication experienced or time lapse between the surgery and the death. Considering the critical missing information, causality between procedural complication and essure could not be assessed. Pelvic pain is a common event during essure use, therefore assessed as related to essure. This case was assessed as serious incident since hysterectomy was performed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.